Event description:
Reportedly, this valve was explanted after approximately an 11 month implant duration due to severe aortic insufficiency, congestive heart failure, and pulmonary hypertension.

Manufacturer narrative:
Device not returned.